Event description:
The hcp reorted that the pt developed an infection of the device pocket with redness, swelling and drainage. Cultures were taken but the results are unknown. The device system was explanted and the infection is reported to have resolved.